Manufacturer narrative:
(B)(4).

Event description:
Gambro received a voluntary medwatch report (B)(4) related to an external blood leak from a cracked dialyzer. Approximately 10 minutes into treatment the technician observed the external blood leak which resulted in an estimated blood loss of 250 ml when the content of the extracorporeal circuit was not returned to the patient. The risk manager was unable to provide additional information about this event.